Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ syringe with bd luer-lok¿ tip there was an issue with foreign matter. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd¿ syringe with bd luer-lok¿ tip there was an issue with foreign matter. There was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported with the use of the bd¿ syringe with bd luer-lok¿ tip there was an issue with foreign matter. There was no report of injury or further medical intervention.

Manufacturer narrative:
H.6. Investigation summary: there was no sample or photo available for evaluation. Therefore, a thorough investigation was unable to be performed to determine the root cause or identify any necessary corrective actions. However, based off of the event description the most likely source of liquid inside the syringe was silicone. It has been used in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of any adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. A review of the device history record revealed zero defects found during production of the reported lot. Investigation conclusion: root cause is unknown without samples or photos for analysis. However, it is likely the silicone lubricant that is being seen inside the syringe. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel, however, some silicone may not be perfectly distributed. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant.